Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle separated from the suture during tissue passage. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot number mhm662, and no non-conformances were identified. Summary: one unopened sample of product code z4630, lot mhm662 was returned for analysis. The complaint sample was not received. During the visual inspection, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the sample, no performance pull off suture needle was found.